Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgeon reviewed the plan prior to the procedure. A schanz pin was inserted into the right psis due to surgeon preference. A 3 define scan and draw spine were completed. Automatic registration was achieved using the basic algorithm off of l4. Trajectories were drilled, and it was found that left s1 was medial. When a reduction tube was placed it had no bottom. The manufacturer representative told the surgeon they felt the deviation was due to the surgeons unilateral retraction, but the surgeon disagreed. There was no patient harm and the procedure was not delayed over an hour.